Event description:
It was reported that post sensed t wave oversensing was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) as well as noise on the rv lead. Programming changes were recommended. The patient was to present in clinic for programming changes but cancelled their appointment. The patient was stable.

Event description:
New information received notes noise was observed during a ventricular capture test while the patient was leaning forward on the right ventricular (rv) lead. No noise was seen while the patient was leaning forward in the atrial sensed (as) -ventricular sensed (vs) configuration. Another threshold test was performed with the patient leaning forward and noise was witnessed again on the ventricular channel. Programming changes were made to turn off pacing. The patient was being monitored. The patient was stable.